Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer visited to doctor as they had high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was over 600 mg/dl. Customer reported that they received insulin via insulin pen. Customer reported that the other blood glucose level was 500 mg/dl, 564 mg/dl, 568 mg/dl and 380 mg/dl with respect to different time interval. Customer reported that the self test, high pressure and displacement verification test and it was okay. The insulin pump did not react to the insulin flow blocked alarm. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.